Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window and cracked reservoir tube lip, case window corners, battery tube threads.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had an unresponsive keypad during a bolus attempt. The blood glucose reading was 482 mg/dl. The customer stated that the act and the scroll buttons were not responding. No significant events leading to the keypad issues were observed. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.